Manufacturer narrative:
Corrected data: h6- medical device problem code: 1494- off-label use (acd<3.0mm). B5- the reporter indicated that the surgeon implanted a 12.1mm vicmo 12.1 implantable collamer lens of diopter -10.5 into the right eye (od) on (B)(6) 2022. Reportedly the lens tore/broke during injection/delivery into the eye. There was patient contact but no patient injury. On (B)(6) 2022 the lens was exchanged and the problem was resolved. The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
H6- medical device problem code: 3189 should be removed and "2993" should be added. Claim# (B)(4).

Manufacturer narrative:
Adverse event problem - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that on (B)(6) 2022 a 12.1mm, vicmo12.1, -10.5 diopter, implantable collamer lens tore/broke during injection/delivery into the right eye (od). On (B)(6) 2022 the lens was exchanged for a same model, length and diopter lens. No patient injury was reported and the problem was resolved. Cause of event was unknown.